Event description:
Caller reported an issue with the time settings on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and educated them about the potential effects of incorrect date settings on data uploads and reports. Caller was advised to monitor for any recurring time discrepancies and understood the guidance provided.